Event description:
Rptr is currently reviewing the literature on ileoanal pouch anastomotic technique and complications. In review rptr has found several papers that associate use of the stapler with damage to the muscles of the internal sphincters. The rate in the literature quoted is a high as 18%. This seems rather high to rptr, but the use of techniques to diagnose such injuries, namely endoscopic ultrasound, has only begun to be widely used. Rptr has provided ethicon with literature search and they have promised to ask their bioengineers regarding possible improvement in design. Clearly, stapled technique offers benefits over hand-sewn anastomoses, particularly regarding preservation of the anal transition zone. Indeed, these devices have allowed reanastomosis in many pts, and it is a critically needed device. However, as more pts, including pediatric age pts, may be recommended for ileoanal and ileorectal anastomosis for inflammatory bowel disease and other diseases requiring colectomy, the preservation of maximal function and the limiting of damage to the internal and external anal sphincters becomes critical, and long-term effects on continence are paramount. Given recent advances in laparoscopic and needlescopic surgery, endovascular surgery, endoscopy, and the overall miniaturization of instruments, rptr asks that MFR's engineers re-examine this device and consider possibilities of design that would allow the smallest diamater possible as it traverses the sphincters to avoid stretch; sheathed/retractable and "inverted umbrella" conformation stapler could be possible (such as the umbrella conformation used for intravascular embolization). Any design that would limit injury would make a marked difference in the quality of life for the pts, and perhaps prevent future multiple surgeries that attempt repair, or ostomies for when continence cannot be achieved. Any improvement that would minimize sphincter disruption would surely achieve wide acceptance in the marketplace.